Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose at the time of incident was 36 mg/dl and current blood glucose was 68 mg/dl. The customer was treated with the glucose tablets. The customer has been using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was performed for low blood glucose. The insulin pump will not be returned for analysis.